Manufacturer narrative:
A direct correlation between the reported stroke and the device could not be determined. The patient remains on prolonged hospitalization and remains ongoing on pump support. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information from the clinical database stated that the patient was anticoagulated with apixaban and subcutaneous heparin. The patient's inr was 1.2, partial thromboplastin time (ptt) was 15.2 seconds.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 days. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, it was reported that the patient was observed to have new onset right upper extremity weakness and lack of coordination. A CT scan revealed acute to sub-acute infarcts involving the bilateral middle cerebral artery and the posterior cerebral artery vascular territories. The stroke was determined to be consistent with an embolic etiology given the involvement of both the anterior and posterior circulation. The patient''s anticoagulation at the time of the event was aspirin. It was reported that contrast present during head CT-angiography suggested no clinical significance. There was insufficient contrast present within the neck vessels to assess for gross patency. No additional information was provided.